Event description:
Reporting status: serious injury/hospitalization/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device mafunction has been reported. It was reported via trial that the index procedure was performed in 2008. Approximately nine months post stenting of the proximal lad (pre-dilated), the patient experienced an unknown event (no angina) and was re-hospitalized. A diagnostic coronary angiogram was performed which revealed restenosis, >=70% and <100%, within the target lesion. An ivus was performed and a xience v stent was placed within the lesion. No additional event or patient information is available.